Manufacturer narrative:
E1: initial reporter phone: (B)(6). Investigation results: media review: media returned in the form of an image showed the main coil was deformed and bent. Device analysis: the interlock .035 device was returned to our post market quality assurance laboratory. It was observed that the main coil was deformed, bent and stretched at the primary coil section; moreover, the coil arm was detached. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established, since the device could not be functionally evaluated with respect to anatomical and procedural factors encountered during the procedure.

Event description:
Reportable based on device analysis completed on (B)(6) 2026. It was reported that premature deployment occurred. The target lesion was located in the abdominal aorta. A 10mm x 40cm interlock .035 was selected for use. During the delivery process, the coil was found to be dislodged, and the whole contrast catheter was withdrawn from the body. The procedure was completed with another of the same device. There were no patient complications as a result of this event. However, returned device analysis revealed the coil arm was detached.